Manufacturer narrative:
This report is associated with argus case (B)(4), corega ultra cream. Corega ultra cream is marketed as super poligrip cream in the us.

Event description:
Unspecified event [adverse event]. Case description: this case was reported by a consumer via call center representative and described the occurrence of adverse event in a female patient who received triple salt dental adhesive cream (corega ultra cream) cream (batch number unknown, expiry date 30th september 2018) for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega ultra cream. On an unknown date, an unknown time after starting corega ultra cream, the patient experienced adverse event (serious criteria hospitalization) and product complaint. On an unknown date, the outcome of the adverse event was not reported and the outcome of the product complaint was unknown. It was unknown if the reporter considered the adverse event to be related to corega ultra cream. Additional details: it was reported that the patient used ultra corega cream "a lot" (details unspecified) and it was not fixing the patient's prosthesis. It was reported that the patient was hospitalized. No information was given about the hospitalisation or its cause.